Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient presented to the emergency department with complaints of driveline trauma. Nothing of concern was found during the initial interrogation of the patient's system controller and power base unit. Log files were submitted for further review. The log file captured routine events and there were no notable alarm conditions or parameter changes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the trauma was on the modular cable and not the driveline.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a trauma on the modular cable was not able to be determined. The modular cable was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Log files provided by the customer were reviewed. The event log file contained data recorded from 09feb2025 to 13feb2025 where normal operation was recorded. The system maintained the set speed with no interruptions and there were no atypical alarms/events captured in the log file. The data contained in the periodic log file, recorded from 02feb2025 to 13feb2025 revealed normal system operation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Heartmate 3 patient handbook, rev d cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. According to hm3 instructions for use, rev c, section 8 ¿equipment storage and care¿: ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance.¿ no further information was provided. The manufacturer is closing the file on this event.